Event description:
Qv otc, nose bleed from swab, not contacting hcp--tss advised please retest within 24 to 36 hours using new test.

Manufacturer narrative:
Subject: qv otc, nose bleed from swab, not contacting hcp--tss advised please retest within 24 to 36 hours using new test. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.